Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she accidentally dropped her insulin pump in the water. The customer was unable to clear the screen. The act and esc buttons were unresponsive. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.